Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump history showed that a loss of prime alarm occurred after performing the rewind step and after pump power reboot. The pump history showed that the user did not prime within three minutes after performing the rewind step and pump power reboot. No loss of prime alarms occurred during investigation. The force sensor calibration reading was found to be high, which is inconsistent with loss of prime alarms. The pump was opened and the force sensor resistance reading was found to be within the required specifications.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump was emitting loss of prime alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.